Manufacturer narrative:
(B)(4). Device evaluation: the event was confirmed; the reliant balloon had burst. The root cause of the event could not be conclusively determined.

Event description:
A reliant balloon was used for the endovascular treatment of an abdominal aortic aneurysm. A reliant balloon was inspected prior to use and no abnormalities were noted during inspection before the procedure. After stent graft implantation was completed, the balloon ruptured during post-dilatation. The device was removed and another one was used to complete the surgery. No patient injury reported. There is no further information available for this event. No clinical sequelae were reported and the patient is fine.